Event description:
The pt is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.